Event description:
As reported, the autopulse platform (sn unknown) displayed a user advisory 45 (not at "home" position after power-on/restart) message. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. The troubleshooting steps were performed; however, the issue persists.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.